Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient identifier was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age is unknown. Lot information unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, follow-up report submitter, awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.